Event description:
Reportedly, two ineffective shocks at maximum energy were observed in a treated episode of (B)(6) 2022. The third shock (at the same (maximum)) energy level was effective.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.